Manufacturer narrative:
Report source: checked "other" to add the country canada. The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to the cable disconnecting internally. It was also noted that the connector failed leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head had interference on the screen and loss of picture with electrosurgical unit activation. It was noted that the issue occurred during a urology/stone procedure and it was completed with another device. Customer confirmed that there was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure. About the cause of occurrence of cable failure, it is likely that water entered inside from the damaged connector part and electronic circuit got destroyed and had a breakdown. The event can be detected/prevented by following the instructions for use which state: do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.